Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon was stuck for almost 24 hours [foreign body in reproductive tract]. String broke off - tampon [device breakage]. Went to take it out and the string broke off - tampon [complication of device removal]. Case description: consumer reported via email that the string broke off the tampon during removal and it became stuck in her vagina. No serious injury was reported.

Event description:
Tampon was stuck for almost 24 hours [foreign body in reproductive tract]. String broke off - tampon [device breakage]. Went to take it out and the string broke off - tampon [complication of device removal]. Case description: consumer reported via email that the string broke off the tampon during removal and it became stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon was stuck for almost 24 hours [foreign body in reproductive tract]. String broke off - tampon [device breakage]. Went to take it out and the string broke off - tampon [complication of device removal]. Case description: consumer reported via email that the string broke off the tampon during removal and it became stuck in her vagina. No serious injury was reported.